Event description:
It was reported that the patient presented to the clinic following a sternotomy procedure. Upon device interrogation, the right ventricular (rv) lead exhibited loss of capture and loss of sensing. Chest x-ray imaging confirmed that the rv lead was dislodged. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.